Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that while charging their implantable neurostimulator (ins) battery, a power on reset (por) error message appeared on the screen of their recharger. During the call, the patient tried to sync using their programmer but kept getting poor communication both with and without the antenna attached. It was noted that the patient¿s recharger was able to connect to their ins successfully. The repair department was contacted and a replacement programmer was requested. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.